Manufacturer narrative:
Device code refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted to have commenced forward firing at 38,398 joules of use. It is unk how the procedure was completed. There was no report of pt injury.